Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years 2 months post implant of this 12mm pulmonary valved conduit, it was replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to patient outgrowth. If information is provided in the future, a supplemental report will be issued.